Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If further details are received at a later date, a supplemental medwatch will be sent. In event description indicates, "the sutures snapped." Please confirm, how many devices present the issue (breakage suture) in this particular procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2020, and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.